Event description:
It was reported that patient had an infection. The patient underwent an explant procedure wherein all device components were removed. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred once week after implant. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7045542. Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6). Batch: 7038906/7038903/7038872/7039116.